Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, a balloon rupture occurred. The 90% stenosed target lesion was located in the calcified and moderately tortuous, mid left anterior descending (lad) artery. The apex monorail 2.0x8mm was advanced to the lesion and upon inflation, the balloon ruptured. The procedure was not completed as there was not another device available. There were no pt complications and the pt's status is reported as "good."

Manufacturer narrative:
Pt's age is 18 years or older. (B)(4).